Event description:
A nurse had reported that a 6060 overinfused by an unknown amount to a home pt. There was no injury to the pt involved. The settings of the pump are unknown at this time. The pump was brought back to the account, tested on a certamatic, and was found to be within spec. The account also ran a manual test. Again, the pump was found to be within spec. The sales rep. Downloaded the pump's datalog, which showed that the pump was programmed on 8/6/01 in the continuous mode, rate 5.8 ml/hr, total time 16 hours, bag volume 92 ml, ko rate 0.1 ml/hr, battery power, no delay.